Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received several inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr) which put the patient into ventricular fibrillation (vf). It was noted that the patient was syncopal during the vf episode. The device did deliver a shock which converted the patient. The physician reprogrammed the device to mitigate this issue.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.